Manufacturer narrative:
This MDR is being filed after the associated complaint was reviewed under remediation protocol (B)(4), complaint/MDR retrospective review and remediation and reassessed as reportable. Additional complaint investigation and record remediation was not performed.

Event description:
It was reported that the drain was leaking at the hub and a new drain was put in place for the nephrostomy procedure. There were no reported additional procedures or adverse effects to the patient as a result of this product problem.